Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 64001, lot# n378138, implanted: (B)(6) 2013, product type: adapter. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v055601, implanted: (B)(6) 2007, product type: lead. Product ID: 64001, lot# n378137, implanted: (B)(6) 2013, product type: adapter. Product ID: 3387s-40, lot# v055601, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a company representative and patient regarding the patient's deep brain stimulator (dbs) therapy which had inadvertently turned off without the patient realizing it was off. The patient experienced symptoms for weeks, but they thought it was just time to go into the doctor for an adjustment. While she checked the battery level weekly, she had poor eye sight and did not normally pay attention to the on/off status displayed on the interface. The incident was discovered at the neurologist's office where the computer had a log of time and duration of the incidents. Their dbs had turned off unexpected a few times in the past and the patient didn't know why. The patient was implanted for parkinson's dual and movement disorders.